Event description:
The customer is alleging that sampling errors were received on siemens epoc device with no results displayed, for one patient only. The customer stated that the patient died later. The customer is not stating that the epoc device caused the death. The customer has yet to confirm type of samples and the time of sample run.

Manufacturer narrative:
Siemens has requested for more information and data files for investigation. The cause of this event is unknown.

Manufacturer narrative:
Siemens requested for more information and data files for investigation. The investigation could not proceed further, as no data files could be exported or retrieved from the customer country after 3 requests. Files could not be provided due to sanctions and/or limited customer availability. Without customer raw data files, it is not possible to determine if the e49 error was triggered as a result of the hco3 value being greater than 75 mm. There are other reasons for an e49 of display, therefore the reason for the e49 error in this case could not be verified. In the absence of the investigation of customer raw files, the certificate of analysis was reviewed for lot 03-23133-40. The nrr (non-reportable result) rate on the cofa was within the allowable tolerance (4%), therefore the test card lot was released to finished goods. The cause of the event is unknown.